Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise on the rv channel of the electrogram (egm). Boston scientific technical services (ts) discussed that noise frequency appears to be exactly the same with what the device uses for minute ventilation (mv) operation. Mv for this device was turned off. Additional information from the field representative indicates that the pacing inhibition did not result in greater than 2 seconds of asystole. The patient did present for follow up and it was noted that their condition had deteriorated; however, this was still under investigation. It was confirmed that turning off the mv and electronic equipment resolved the issue of noise. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This device was subsequently returned following explant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.